Event description:
Reportedly, the product was broken when the surgeon removed the device from the package. The surgeon used another instrument for the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA.